Event description:
Device #2 of 2: reference MFR. Report: 16271487-2017-01993. Follow up information identified the patient is not receiving effective stimulation, however she is receiving adequate parasthesia covering her painful areas.

Event description:
Device #2 of 2: reference MFR. Report: 16271487-2017-01993. It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue